Event description:
It was reported the patient with this right ventricular (rv) lead presented to the emergency room as instructed by their device clinic. The lead exhibited noise and high out of range pace impedance measurement greater than 3,000 ohms. An automatic lead safety switch was triggered from bipolar to unipolar configuration. The patient was admitted to the hospital intensive care unit. No additional adverse patient effects were reported. During follow up about a month later, imaging revealed the lead was twisted, so it was left in unipolar configuration. The patient is zero percent paced in the rv channel. The lead remains in service.